Event description:
It was reported that the patient underwent an initial total ankle arthroplasty. Subsequently, it was reported that the patient developed a ganglion cyst and believed that the tibial insert was defective. As a result, the patient underwent an ankle revision approximately, 3 years and 1 month after initial implantation. No further patient impact reported. No further information available.